Event description:
It was reported that part 319.04 (depth gauge for 2.7mm & small screws) the measuring stem snapped off at the base, no negative impact to patient, no delay in surgery, the customer had two other instruments on hand. Per facility contact the procedure was a fracture repair. No more additional information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No lot number provided. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A service history maintenance review was performed. The investigation of the complaint articles indicates that: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed, therefore no device manufacturing date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the returned depth gauge received disassembled with the hooked rod broken off the slider assembly. There are also discoloration on the slider body and the external body. A visual inspection, dimensional inspection, complaint history review, drawing review, DHR review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined, but is most likely due to the method of use. Drawings for the device(s) were reviewed. Relevant features/dimensions were inspected and found to be within specification. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. No other issues were identified with the device. This complaint is confirmed. Although the exact cause cannot be identified, this complaint condition is possibly a result of method of use, rather than the design of the instrument. This complaint is confirmed. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, and the design of the device did not contribute to this complaint. Additional evaluation was conducted. The report indicates that the customer reported the measuring stem snapped off at the base. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 23-jan-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.